Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported the during implant, the device was found in bvvi mode while still in the box. The device was not implanted and a new device was used.

Manufacturer narrative:
The reported field event of backup vvi reset mode was confirmed in the laboratory. Analysis found that the cause of the reset was due to an anomalous component on the hybrid.